Event description:
The defibrillation lead involved in this MDR report was capped 31 months after implantation because of suspicion of conductor fracture. Only a portion of the lead could be explanted.

Manufacturer narrative:
2008. This event concerns a device that was manufactured and used outside the united states. The analysis of the device is pending.